Event description:
Related manufacturer reference number: 2017865-2024-71631. It was reported that the patient presented to the hospital with a high blood cell count and a pocket infection. The vegetation on the right atrial (ra) lead and right ventricular (rv) lead was visualized with a transesophageal echocardiogram. The patient was experiencing fever and discomfort. The physician explanted the implantable cardioverter defibrillator, ra lead, and rv lead. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.